Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic torn/bent and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.0/+2.5/169 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced lens rotation not associated to a low vault, blurred vision. The lens repositioning was performed on (B)(6) 2016, but unsuccessful. On (B)(6) 2016 the lens was exchanged. The problem was resolved. At the date of MDR submission, the lens has not been returned.